Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) remained attached to the balloon after the operator pressed button two to retrieve the balloon. Therefore, the product wasn¿t available, and manual compression was performed for twenty minutes and recovered. There was no reported patient injury. The mynx control vessel closure unit was prepared and used in accordance with the instructions for use (IFU). The device was used in a transfemoral cerebral angiogram (tcfa). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral arterys suitability was verified on angiography, including the insertion angle (30~45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The patient was not thin/shallow vessel depth. Button two was fully depressed. The device will be returned for evaluation.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available due to need for additional testing/review. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) remained attached to the balloon after the operator pressed button two to retrieve the balloon. Therefore, the product wasn¿t available, and manual compression was performed for twenty minutes and recovered. There was no reported patient injury. The mynx control vessel closure unit was prepared and used in accordance with the instructions for use (IFU). The device was used in a transfemoral cerebral angiogram (tcfa). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The patient was not thin/shallow vessel depth. Button 2 was fully depressed. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection revealed that both button 1 and button 2 were fully depressed. The stopcock was open, and no syringe was included with the returned device. A fragment of sealant was observed on the distal area of the device shaft. The 5f cartridge assembly, which includes the sealant sleeves (outer and inner) and the remaining portion of the sealant, was returned detached from the device and found inside the sealant sleeves. Additionally, a non-cordis catheter sheath introducer (csi) was returned inserted on the device. The balloon was retracted, the core wire was present, and the atraumatic tip showed no damage or abnormalities. Per functional analysis, the simulated deployment test could not be performed because the cartridge assembly was detached and both buttons were received fully depressed, suggesting that the device may have been previously deployed. However, this could not be definitively confirmed due to the detached condition of the cartridge assembly. A high-magnification microscopic inspection was performed on the cartridge assembly. Several kinked and bent areas were noted along its length. The sealant sleeves and the sealant were also examined under magnification, confirming that the remaining sealant portion was inside the sleeves. Part of the outer sleeve/swivel was located within the handle frame but showed no damages. The outer sleeve/swivel bond was inspected for deformities, voids, or bubbles, and none were found. The distal tip of the cartridge assembly was further evaluated and compared to a laboratory control sample. In the returned device, the distal tip exhibited multiple damages, including jagged and uneven edges, small cracks extending proximally from the fractured rim, superficial scratches along the shaft, and a localized puncture/perforation characterized by an irregular circular opening with additional scratch marks surrounding it. By contrast, the control sample appeared smooth, rounded, and intact, with no cracks, perforations, or scratches observed. A dimensional analysis of the slit and the overall length of the outer sleeve assembly could not be performed due to the detached and damaged condition of the cartridge assembly. Verification of sheath compatibility could not be completed. Although the device was received with a non-cordis csi inserted, removal could not be attempted due to the unit¿s condition, and insertion/withdrawal testing with a laboratory sample could not be performed for the same reason. The reported event of ¿sealant-inaccurate placement-complete¿ was observed through analysis of the returned device as the sealant was still on the catheter with both buttons fully depressed. However, as a part of the sealant was still within the sleeves, a condition of ¿mynx control system-deployment difficulty-unable¿ was observed as the reason for the inaccurate placement. Additionally, a condition of ¿sealant sleeves (cartridge assembly)-separated¿ was noted as the cartridge assembly was returned detached from the mynx control device. However, the exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, concomitant device factors and procedural/handling factors of the device likely resulted in the separation of the cartridge assembly, and the subsequent inability to deploy the sealant and the inaccurate placement that occurred when the device was removed. Microscopic analysis revealed extensive damage to the distal portion of the cartridge assembly at the separated area, including jagged edges, cracks, scratches, and a localized perforation, consistent with tensile forces or mechanical overstress such as pulling, overstretching, or bending. The morphology of the cracks and fractures indicated external forces exceeding the material¿s yield strength, leading to rupture and separation of the cartridge assembly from the outer sleeve/swivel. The observed scratches and perforation suggested contact with a sharp object or mechanical impact, likely contributing to the overall damage. Additionally, multiple kinked/bent areas along the cartridge assembly were noted, which could have contributed to damage noted as well; however, it is unknown whether this condition occurred during handling after the procedure. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states in step 2: deploy sealant, ¿while maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay the device down for 2 minutes.¿ the IFU also states in step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.